Event description:
The customer reported that his olympus hd autoclavable camera head was no producing an image during procedure preparation. According to the initial reporter, another camera was used to complete the procedure. Additional details relating to the patient and the event have been requested, but were all unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet taken place and the investigation is on-going. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the loss of image was unable to duplicated. However, it was confirmed the device displayed an abnormal blue image. Based on the results of the investigation, it¿s likely the abnormal image was due to a faulty cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ additionally, the evaluation confirmed there was a kink on the cable. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.